Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head view through the telescope had bottom part of the image cut off. The issue was identified during inspection for use. There were no reports of patient involvement.